Event description:
Dense adhesions (abdominal) to "seprafilm side" of sepramesh ip graft, seroma hematoma, information was received from a physician in 2005 concerning a patient who, on an unspecified date, underwent a laparoscopic bilateral inguinal hernia rapair. Another surgical procedure was performed at the same time, but further details were not provided. Two 6cm x 8cm sheets of sepramesh ip were placed (sites not specified) as an "onlay only graft." Ten days post-operation, the physician found dense adhesions to what they felt was the "seprafilm" bioresorbable coating side of the product. The other side was noted to have good tissue ingrown. It was also reported that the pt had a seroma formation, but is was unclear if this was found during the initial surgery or following sepramesh ip placement. Additional information was received a month later from the physician, which indicated that the pt's initial surgery was a transabdominal intraperitoneal inguinal hernia repair. Subsequently, the pt developed a hematoma (site not specified) which required re-operation. Upon re-operation, the physician found that adhesions had formed to the sepramesh ip. No further details were provided.